Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: contacted rep and she said account did not report to her any damage to vessel and no patient consequence was reported.

Event description:
It was reported that during an unknown procedure, the clip applier fired a clip, but wouldn't release. The surgeon had to rip off the device. Another device was opened and it worked properly. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # m92a3j. The analysis results found that the el5ml device was returned with the handle partially open and the ratchet pawl spring out of position. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed ten conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Upon testing, the jaws open and close without any difficulties. The lockout and anti-backup mechanisms were noted to be non-functional due to the handle and ratchet pawl spring condition. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.